Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of seal tears/torn to be related to the customer reported complaint. The seal was found to have a tear. The tear was located within the inner septum seal. A blue polyisoprene rubber fragment, measuring approximately 0.033" x 0.073" was returned and appeared to be a match to the septum seal damage. There was no external physical damages found on the white outer housing. The root cause of tears/torn seals is typically attributed to the user mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, a piece of the cannula seal was detached and fell inside the patient. The piece was found and retrieved. The procedure was completed with no reported injury. Information on patient demographic and related information (relevant tests, relevant patient history, including pre-existing medical conditions) was requested; however, the site indicated that patient related information could not be provided/ could not be released.